Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including catalogue and lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to instability after a fall. The patient was revised from 4x9 cs insert to a 4x12 cs insert. The 4x9 insert was found to be cracked. The primary surgery was reported to be 4 or 5 years ago. Rep confirmed that no further information will be released by the hospital or surgeon.